Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2020. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late; lymphoma - alcl.

Event description:
Patient reported "I have recently been diagnosed with alcl related to my breast implants." Physician confirmed that the patient presented with "enlarged right breast implant, with fluid around implant", "very firm". After a mammogram and subsequent ultrasound guided fluid aspiration it was found that ¿the malignant cells are positive for cd30, cd5, and cd4 and negative for cd8 and alk.¿ the diagnosis of anaplastic large cell lymphoma (alcl) is therefore confirmed. Explant with capsulectomy performed during which time the physician noted capsular contracture, baker grade iii. Affected side is right.